Event description:
The customer contact reported an adverse event while the device was in use. In 2008 at 1430, the device was programmed to deliver an unspecified concentration of morphine with a 10 minute patient lockout. No further programming parameters were provided. After an unspecified length of time, it was reported the patient required cardiopulmonary resuscitation (CPR); however, specific event details were not provided and was transferred to the surgical intensive care unit. The customer contact reported that the patient's "brain function seemed to be impaired due to overdose and CPR." The customer contact reported that the "residual drug volume calculated by pca pump was consistent with actual residual drug volume" and that the patient's family had pressed the bolus button "frequently." Though requested, no additional information was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The pump history was downloaded at the user facility. The customer did not provide programming parameters; therefore, the history cannot be utilized to evaluate the reported event.